Event description:
It was reported that the patient passed away due to cardiac arrest. The left ventricular assist device (lvad) functioned as intended without any alarms or issues. The outcome was reportedly not device related and the device would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The hm3 lvas IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect event that resulted in a pump stop. This event appeared consistent with the report of the driveline being disconnected when the decision was made to withdraw care. The reported driveline disconnect event observed by emergency medical services (ems) could not be confirmed as the data corresponding to the time of the event was not captured in the submitted log files. Additionally, a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained relevant data from (B)(6) 2022 through (B)(6) 2022. Persistent low flow alarms were captured throughout the file. Pulsatility index (pi) values were elevated during the observed low flow events. On (B)(6) 2022 at 12:25:19 the external power source was disconnected from the system controller and at 13:25:49 the driveline was disconnected. This event appeared consistent with the driveline being disconnected when the decision was made to withdraw care. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The device operated as intended and there were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28nov2017. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU states to power the replacement system controller by connecting both the white and black power connections, prior to exchanging system controllers. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Always ensure that the power cables are connected to a power source to ensure the heartmate 3 pump will restart during a controller exchange. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 4 of the IFU, ¿system monitor¿, states that the system controller can store (B)(4)events. When the memory is full, the oldest events are deleted as new ones are saved. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the ventricular assist device (vad) coordinator received a page on 22jul2022 at 7:32 because the patient was not breathing and 911 was called. There were no vad alarms at the time. A second page at 7:50 am from emergency medical services (ems) stated that examination of the patient revealed the driveline was disconnected. Ems reconnected the driveline and cardiopulmonary resuscitation (CPR) was initiated. The patient expired later that day after care was withdrawn. Log files from the controller in use during the event were submitted for review on 26aug2022. The log file began at 10:11 am on 22jul2022. Review of the log found intermittent low flow events that became constant around 10:16 am. These continued for the remainder of the log until the driveline was disconnected from the controller at 1:25 pm when care was withdrawn.